Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During tha, the surgeon assembled the ball impactor tip on impactor. When the surgeon hit mdm liner by impactor, the ball impactor was broken. Therefore the surgeon used the another impactor.

Manufacturer narrative:
An event regarding crack/fracture involving an adm impactor was reported. The event was not confirmed. Conclusions: this event is under the scope of a CAPA . The product associated with this event is currently being "phased out" no further investigation is required at this time. If additional information becomes available such as device details to indicate further evaluation is warranted, this record will be reopened.

Event description:
During tha, the surgeon assembled the ball impactor tip on impactor. When the surgeon hit mdm liner by impactor, the ball impactor was broken. Therefore the surgeon used the another impactor.